Event description:
The patient reported that all keypad buttons are intermittently unresponsive. He stated that he wears the pump on his belt and does not clean the pump. The patient has refused to return the pump for investigation at this time.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(6) 2011 and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the keypad was fully intact. All the keys responded intermittently to user presses. The keypad cover was removed and there was contamination found under all the key contacts. Unrelated to the original complaint, it was noted that the battery compartment was cracked on the side at threads and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.